Event description:
During product eval, failure code 812:02 was found in the pump's event history. This failure code occurred, during bio-med testing. It is not known if there was any pt injury or medical intervention necessary.